Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pregnancy with contraceptive device ('unplanned pregnancy /pregnancy (no complications)') in a 37-year-old female patient who had essure (batch no. C40062) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included sleeve gastrectomy in 2012, multigravida, parity 2 ((B)(6) 2014 and (B)(6) 2015) and obesity. She never had miscarriage, ectopic pregnancy, delivery complications, or delivery of a baby with birth defects. Previously administered products included for prevent pregnancy: ortho-cyclen from 1997 to 2005. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she claimed that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs received. Lot number added. Essure indication added. Pregnancy outcome was updated to live birth; outcome unknown. Pregnancy information added. Medical history added. Event onset date of pregnant with essure micro-insert was updated. Lab data added. Patient's demographic details added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('essure devices could be seen embedded in the muscle of the uterus') and pregnancy with contraceptive device ('unplanned pregnancy /pregnancy (no complications)') in a 37-year-old female patient who had essure (batch no. C40062) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 ((B)(6) 2014 and (B)(6) 2015), obesity, amenorrhea, unintended pregnancy, type ii diabetes mellitus, hypertension, vaginal delivery and breast feeding. She never had miscarriage, ectopic pregnancy, delivery complications, or delivery of a baby with birth defects. Previously administered products included for prevent pregnancy: ortho-cyclen from 1997 to 2005. Concurrent conditions included sleeve gastrectomy since 2012, abdominal pain, vision abnormal aggravated, intermittent fever and gestational diabetes. The patient also had a family history of type ii diabetes mellitus and hypertension. Concomitant products included iron. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("essure devices could be seen embedded in the muscle of the uterus"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device, pregnancy with contraceptive device and device expulsion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device expulsion, embedded device, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she claimed that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: negative; on (B)(6) 2016: positive. Ultrasound scan - on (B)(6) 2016: single intrauterine fetus with positive fetal heart tones and female gender. Estimated gestational age of 27 weeks and 4 days. Grossly unremarkable subjective anatomic survey. Concerning the injuries reported in this case following events were confirmed via patients medical records : pregnancy . Most recent follow-up information incorporated above includes: on 24-jun-2019: medical record received : following events were added : device embedment,partial expulsion.medical history and concomitant conditions and concomitant product added.reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("unplanned pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.